Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2025 to explant the device and convert to a transcutaneous osia implant system for an upgrade to a newer technology.